Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2012, inratio2: 2.7, lab: 1.5. Time between testing: not provided. Patient's therapeutic range: not provided. Patient has been using the meter for 4 years without any problems until the discrepancy listed above.

Manufacturer narrative:
Investigation pending.